Event description:
Additional information has been received stating the event occurred while preparing the implant. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned advanced to the nozzle entry area of the qualified company ii (b) cartridge. An inadequate amount of viscoelastic is observed in the cartridge. The leading haptic is broken in the distal area. The broken portion of haptic is located on the optic surface. The trailing haptic is slightly extended back towards the loading area. The optic is in an acceptable folded position. The cartridge has slight evidence on one side that it was placed into a handpiece. No tip damage observed. All product and batch history records are quality reviewed prior to product release. A qualified associated product was indicated. Two viscoelastics were indicated; only one is qualified for the lens/monarch combination used. The reported lens damage was observed. The root cause for the damage may be related to a failure to follow the dfu. The cartridge has evidence on one side that it was not fully placed into a handpiece. The dfu instructs the user to insert the cartridge into the handpiece and fully slide the cartridge forward into the handpiece locking slots. The cartridge did not appear to have been fully seated in the handpiece. This could have caused the lens to deploy incorrectly or the plunger to be misaligned during advancement which could result in product damage. Additionally, an inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in delivery issues and/or product damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens broke in the injector. The surgery continued with the use of another lens. It is unknown if the device touched the patient. Additional information has been requested.